Event description:
This bipolar cord failed to work during a cataract extraction procedure. Another cord was used for the procedure. There was a one minute delay in the procedure and there was no effect on the pt.